Event description:
It was reported to philips that the live monitor displayed a blank screen in the exam room due to a defective monitor on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 19'' monochrome monitor ER (mml1952-per); system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).